Event description:
It was reported that the user experienced elevated blood glucose with an initial cgm reading of 332 mg/dl, while a confirmatory fingerstick measured 265 mg/dl; the user calibrated the dexcom g7 and glucose trended down to 245 mg/dl without symptoms, and an ilet alert was noted. Symptoms included no reported clinical manifestations. Outcomes included no reported injury, no medical intervention beyond calibration advice, and no hospitalization. Investigation included review of the reported ilet alert and user-reported cgm and fingerstick values. Investigation of this case revealed hyperglycemia of unclear cause with discordance between cgm and capillary measurements, consistent with transient sensor inaccuracy or calibration need, with no device malfunction reported for the ilet. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.